Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on radius side assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases were observed.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade unknown. Device has been explanted.